Manufacturer narrative:
There was no adverse impact on the patient as a result of the disconnected of the power cord. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of two external batteries and an internal, emergency battery. Syncardia initiated a CAPA (corrective/preventive action) to address the companion driver caddy power cord issue. The root cause investigation is ongoing. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The hospital cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the companion hospital cart power cord became disconnected while in the operating room. The customer also reported that the power cord was secured by tape, but the cord fell out again the following day when the hospital cart was moved away from the patient's bed. The customer also reported that the power cord was reconnected to the hospital cart and that the external batteries were replaced with fully charged batteries .